Event description:
Customer was sitting in chair and turned on the optional therasage heating pad. She heard a pop, got off the chair and saw smoke. The chair then caught on fire. Husband beat the flames out with his hands. No injuries reported.

Manufacturer narrative:
This incident happened in (B)(6). Golden technologies, inc. Offered the therasage ((B)(4)) far heating pad as an option on certain models of their chairs. The failure is in the far pad and not in the golden technologies lift chair. A safety alert was issued on (B)(4) 2012 by golden technologies for the far heating system used inside some golden technologies chairs. Golden has asked all consumers to unplug the therasage heat pad and will permanently disable the far system. Additionally, golden has discontinued use of the far pads in any and all future products. The safety alert does not include golden's standard heat and message system.